Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded and heavily calcified lesion in the right superficial femoral artery. A 6x100mm absolute pro stent system was advanced over a non-abbott guide wire; however, it failed to cross due to the anatomy. After two or three times of attempting to cross it was noticed that the artery became perforated. It was decided not to stent and the patient was sent for bypass surgery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspection was performed on the returned device. The failure to advance was unable to be confirmed as it was based on case circumstances. Perforation is listed in the absolute pro instruction for use as a known patient effect. A review of the lot history record identified no associated nonconforming material records or exceptions that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties and subsequent patient effects were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.